Manufacturer narrative:
Healthcare facility name: the 5th people's hospital of ningxia hui autonomous region. Impact code f1001 captures the reportable event of cancelled procedure.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the esophagus during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2023. During preparation, the injection port was leaking liquid. The procedure was canceled due to this event. There were no patient complications reported as a result of this event.